Event description:
It was reported the patient was experiencing auto-reducing. Diagnostics revealed invalid impedances. Reprogramming was successful. Follow-up revealed, the patient experienced auto-reducing again. Reprogramming was successful. The patient was advised to contact the surgeon, have x-rays taken and consult with her physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.